Event description:
It was reported that the device displayed no sensor inserted; during the sensor session. Data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device displayed no sensor inserted, during the sensor session. Data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined. Product was also provided for investigation. Confirmation of the complaint was not determined via product. A probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).